Event description:
On an unknown date a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient was treated with a variety of unspecified antibiotics for unspecified stoma site related issues. It was reported that the stoma site had oozing and was also treated with topical cream and tremivate cream.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the similar us list number; the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.